Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the recipient was implanted with a flex24 electrode due to residual hearing in the low frequencies. Reportedly the recipient lost the residual hearing and therefore re-implantation with a flex28 electrode became necessary. There is no allegation against the device. In addition the two most basal electrodes migrated out of cochlea, which might have contributed to the loss in hearing performance. Reportedly the recipient is benefitting from the new device. This is a final report.

Event description:
The user was implanted with a flex24 due to residual hearing. Performance one month after the first fitting was good. Unfortunately, the user lost his residual hearing (unknown reason). Additionally, the user had no more benefit from the two most basal electrodes and the sound became unpleasant on these channels. During fitting it was not possible to receive auditory sensation without the non-auditory side-effects. The user was re-implanted with a flex 28 array. The user is performing very well with the new device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Reportedly, there was a migration of the 2 most basal channels. The user was re-implanted.